Event description:
At approx 1 pm on (B)(6), pt underwent a blind mini bronchoalveolar lavage to obtain a distal bronchial specimen. The procedure was performed by a respiratory therapist. According to the rt, the catheter was inserted through the trach tube to about 35cm depth, when resistance was met the catheter was pulled back approx 3cm and 20ml ns was instilled via syringe. When the rt pulled back on the syringe approx 20ml of dark yellow fluid was obtained; the fluid was thin and yellow in appearance. This did not appear to be the typical type of fluid obtained from the lungs. An add'l 500cc of this fluid was pulled off. Pt o2 requirements increased and the pt also required higher levels of peep. Cxr obtained that confirmed a pneumothorax. Pt had a chest tube placed.